Event description:
The customer states that one patient sample generated an initial architect c8000 sodium assay result of 170mmol/l. A physician questioned the result. The patient was sent to another hospital and redrawn. Testing performed at the other hospital lab generated "normal" results. The customer then retested the same patient's initial aliquot the following day and generated c8000 sodium assay results of 138 and 138 mmol/l. Another sample was taken from this patient and generated a c8000 sodium assay result of 140 mmol/l. Controls have remained within specifications. The abbott customer technical advocate (cta) reviewed the analyzer's message history log and found multiple anion gap errors along with three aspiration errors. The customer is requesting a service call. There is no further impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched. The fsr inspected the integrated chip technology (ict) module, probe, connections, tubing, syringe, and pumps along with proactive replacement of the following components: ict probe, ict probe holder, 1.0ml syringe, ict check valve, and ict module. Precision runs performed with both levels of controls for serum and urine based assays generated passing results. All verification testing passed. The fsr was unable to identify an issue with the instrument. A review of the error log failed to identify an issue with the instrument; however, multiple aspiration errors (error code 3375) and sample pipettor movement restricted errors (error code 5018) were generated during the time frame of the complaint issue. This is an initial report. A final report will be issued at the conclusion of an investigation.